Event description:
It was reported to philips that the footswitch was intermittently not working. The device was in clinical use at the time of the event. No harm was reported. A philips field service engineer (fse) visited the site and determined the footswitch failed. After replacing the footswitch, the device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the foot pedal not working. Fse replaced the footswitch and after replacement, system was returned to use in good working order. The codes were updated based on the investigation outcome.